Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted. This patient with an implantable cardioverter defibrillator (ICD) had an event out of the hospital. The ICD (not a cpi device) exhausted therapy, but did not convert the patient. The paramedics were called and were finally able to convert the patient, however, she had been out for some time. She was brought to the hospital, and went into surgery. During testing, it was found that the ICD had no output, and testing found that the endotak lead had very low shocking impedance measurements when measured with the device (< 20 ohms). Therefore, the entire system was explanted. ------------------------------------------------------------------------ ----